Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 200 mg/dl, and the meter bg reading was 500 mg/dl. Customer attempted to address the elevated bg with manual insulin injects. The customer went to the emergency room (ER), and was subsequently admitted to the hospital with a bg of 500 mg/dl and ketones identified as life threatening. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.